Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a colonic malignant mass. The stenosis was located 18cm from the anus and was 8cm in length. The patient anatomy was not noted to be tortuous. During the procedure, the target site was dilated with a balloon to 15mm. The stent system was then positioned at the stenosis. However, the stent failed to deploy at all and the sheath separated from the metal shaft of the handle. The procedure was completed with another stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the outer sheath was broken and that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) catheter broken and catheter delaminated (ptfe coating detached). A visual examination of the returned device found that the stent was fully mounted. The outer sheath was slightly pushed over the distal tip by approximately 2mm. The outer sheath had detached from the deployment handle. In addition, the outer sheath was broken at 20mm distal to its proximal end and was severely stretched and bunched in appearance for a distance of 160mm. The outer sheath was kinked at the proximal end of the mounted stent. A slight bend was noted in the (B)(4) shaft. During a functional evaluation, it was not possible to deploy the stent. The shaft was dissected proximal to the mounted stent and the stent was deployed distally. The inner shaft was removed by pulling it proximally through the outer sheath. The inner shaft was then reinserted and resistance was felt. A plastic like material was pushed out of the outer sheath. This material was determined to be some of the polytetrafluoroethylene (ptfe) coating that had detached from inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.